Event description:
It was reported via legal documentation that a patient had a right knee revision and then experienced a second revision surgical procedure approximately 10 years after revision surgery. Surgeon thought it might be a chronic infection issue but believes this is a poly wear issue as imagine shows asymmetry in the poly. The patient experienced daily pain and discomfort in her right knee, which has limited her activities of daily living and impacted her qualify of life. Patient has suffered debilitating injuries and damages, including but not limited to, pain and discomfort; swelling; gait impairment; poor balance; component part loosening; soft tissue damage; bone loss; bone damage; and other injuries presently undiagnosed, which all require ongoing medical care. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Related: mfg#1038671-2023-00187 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitants: 200-02-32 - three peg patella 32mm, 2543858. 204-22-13 - ps tibial inserts sz 2, 13mm, 1408469-k933610. 204-01-02 - ps cemented femoral sz 2, 8221698. 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t, 1200696. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00187. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."